Manufacturer narrative:
Additional 510 k number: k932295. Additional product code: pif. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the balloon lasted 19 days and lost its volume and filled with some medication that had just been administered. The medication was yellow, and the contents of the balloon was also yellow. Per customer, no food had been administered prior to this. The device was inserted on (B)(6) 2025 by a nurse who specializes in tube feed and failed on (B)(6) 2025. There was no harm reported.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One device was received for investigation. The device was inspected, and the reported condition was observed. The affected component is produced by an external supplier. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.